Manufacturer narrative:
The other relevant component includes: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 2,000 mcg/ml of baclofen at 600 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient¿s pump was replaced on (B)(6) 2018 and the physician was unable to aspirate the catheter. It was indicated that the patient was not having any therapy issues prior to replacement. No further information was provided regarding the event. Additional information was received from the healthcare provider and manufacturing representative on (B)(6) 29, 2018. It was reported the physician had been unable to aspirate from the catheter access port (cap), and the catheter directly, during the pump replacement. It was confirmed that the catheter was not replaced or revised during the pump replacement procedure. No troubleshooting had been performed with the catheter to determine why the healthcare provider was unable to aspirate the catheter. It was reported the pump had been replaced due to end of life. No further complications were reported or expected.